Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
After this patient had a ascend flex reverse initial surgery on (B)(6) 2019, infection was found in the affected area and the revision surgery was performed on (B)(6) 2019. The insert, and the tray was newly replaced. But half a year later, infection was found in the affected area again. The revision surgery was performed on (B)(6) 2020. The insert,the tray, and the glenoid sphere (implanted on (B)(6) 2019) was newly replaced, and the surgery was completed.